Event description:
It has been reported that surgery time was extended 30 minutes because the doctor had to uncement the tibial base and change the insert with a smaller size.

Manufacturer narrative:
Na